Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable. Awaiting device return.

Event description:
It was reported that during arcr the device got clogged during suction so the surgeon cleaned the tip of the device with a needle. After that when he brought it close to a camera in the body, alarm sound was noted and the electrode produced sparks. It was brand new and the first use when the issue occurred. By using a replacement, the surgery was completed successfully. There was no surgical delay or harm to the patient. Additional information received via email from the affiliate on (B)(6) 2016 sparking was inside the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed that the device had signs of melting on the manifold between 3-5 o'clock positions of the tip. This damage to the tip would lead to display output shorted error, and potentially spark, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. It was reported by the user that the electrode produced sparks when it was close to a camera body. The electrode was not tested to avoid further damage to the tip. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind from this lot of devices released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot expiration date is currently unavailable.